Event description:
Following a CT scan, the device was found in backup mode with no backup defibrillation operation available. It was not clear if MRI settings were fully programmed on the device prior, however, the physician states MRI settings were programmed. Abbott technical support was contacted and the device was restored to normal function to resolve the event. The patient was stable.